Event description:
The patient reported the cartridge compartment of her insulin infusion device has moisture in it. She stated she noticed it when she changed the insulin cartridge in 2008. To troubleshoot, the patient was instructed to remove the cartridge from the infusion device. The patient stated the compartment was wet and smelled like insulin. The patient was advised to switch to her backup infusion device and let her primary device dry out for 24 hours. During troubleshooting, the patient stated she is using "old" cartridges that may be 8 years old. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.